Event description:
The devices were implanted in 2004. In 04/2004, the MFR's vascular access specialist contacted the facility's nurse manager to follow-up on pt/device status. Since implant, the MFR's vascular access specialist has continually followed-up with site visits and telephone communication with the facility's various charge nurses regarding this pt due to skin discoloration over the bilateral buttonhole sites. Five days eariler, the MFR's vascular access specialist was informed that the area around the valve sites was not as red as previously noted, no drainge was observed and wound cultures were taken. Five days later the MFR's vascular access specialist was informed that three days earlier, the doctor was notified of yellowish pale green drainage coming from the suture line, additionally, he was told that would cultures taken two days earlier, were negative. Orders were received to give antibiotic therapy (vancomycin, 1 gram times 1 dose, and gentamicin, 1 ml per kg times 1 dose). The yellowish pale green drainage was still noted coming from the medial site above the bottonhole sites at the suture line. Wound cultures were drawn prior to cleansing with alcohol, and the pt was scheduled to see the doctor later that day. The MFR's vascular access specialist contacted the charge nurse, later that day to follow-up on the outcome of the pt's visit with the doctor, and was informed that the pt was placed on antibiotic therapy for an additional 4 weeks. No further details are available at this time.